Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted: (B)(6) 2005; 5076-52 lead implanted: (B)(6) 2005; 419388 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported a pocket infection occurred. The implantable pulse generator (ipg) system was explanted. The patient was treated with antibiotics, blood cultures were negative and the organism was identified as staphylococcus aureus. No further patient complications have been reported as a result of this event.